Manufacturer narrative:
(B)(4).

Event description:
As reported by the patient¿s attorney, an obtryx transobturator mid-urethral sling system (MFR report # 3005099803-2014-00413) and an uphold vaginal support system (MFR report #3005099803-2014-00414) were implanted into the patient on (B)(6) 2012.according to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.